Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a choledocholithotomy procedure performed on (B)(6) 2024. During the procedure, the trapezoid rx basket was used in an attempt to remove a stone. It was noted that the basket wire was fractured. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block 10: investigation results the returned trapezoid rx lithotripter basket was analyzed, and it was observed that the basket tip did not return. The basket wires could not be seen to be broken since the coil and the sheath were detached. The sheath was also buckled, and the side car rx was pushed back. The reported event of basket wire break could not be confirmed. The coil and sheath being detached, and the sheath being buckled could have occurred due to excessive manipulation. Also, it was determined that the side car rx had been pushed back due to force applied, causing the working length to retract itself, pushing back the side car rx. Based on all available information, adverse event related to procedure was selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a choledocholithotomy procedure performed on (B)(6) 2024. During the procedure, the trapezoid rx basket was used in an attempt to remove a stone. It was noted that the basket wire was fractured. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.